Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump was received with a cracked case at the corner of the belt clip rails and a cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 296 mg/dl. The customer was assisted with troubleshooting. Customer states that display did not return after pump restart. The customer stated that display was blank currently. Troubleshooting was performed. The insulin pump will be returned for analysis.